Event description:
As reported: "pt. Presented with a dislocated left-hip. Pt. Had suffered previous dislocations which lead to a revision of her hip in august of 2022. Dr. Opted to change the position of her acetabular shell and use an mdm construct. No complaints have been filed against the implants themselves." Spoke to rep. Rep confirmed the femoral head dissociated from the adm/ mdm poly insert. Rep reported there was no indication that the shell migrated after implantation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.